Event description:
It was reported that air bubbles were observed and patient experienced st segment elevation. During a pulmonary vein isolation procedure to treat an atrial fibrillation, air bubbles were aspirated from the faradrive sheath when exchanging the non-boston scientific (bsc) mapping catheter to the farawave catheter and physician expressed their complaint about the valve. At this point in the procedure, the user had groin access, performed transeptal puncture, and finished mapping the left atrium. The faradrive catheter was positioned in the left atrium when performing catheter exchange from the non-bsc catheter to the farawave catheter. Despite aspiration and flushing of the faradrive sheath when exchanging catheters, the patient displayed an st elevation on electrocardiogram (EKG) indicative of an air bubble. The physician believed the valve on the sheath allowed notable air into the system when exchanging catheters. To address the complications, the patient was placed on a tilted patient bed and the patient recovered fine. The cause of the complication was believed to have been an air bubble through the faradrive sheath during catheter exchange. The procedure was completed after additional aspiration and flushing of the faradrive sheath when doing subsequent catheter exchanges. No further patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Investigation summary based on the available information, although the product was disposed of and was not available for return, st segment elevation is known inherent risks associated with use of this product. The reported allegation of visible air bubbles was not confirmed, and the cause could not be established. Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed, and the reported allegations were not confirmed. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the faradrive device confirmed that the event of visible air/bubbles and st segment elevation are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported visible air/bubbles. St segment elevation is known inherent risks associated with use of this product. St segment elevation is considered within the risk threshold of embolism within faradrive. Embolism is an expected procedural complication addressed within the IFU for the faradrive sheath. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that air bubbles were observed and patient experienced st segment elevation. During a pulmonary vein isolation procedure to treat an atrial fibrillation, air bubbles were aspirated from the faradrive sheath when exchanging the non-boston scientific (bsc) mapping catheter to the farawave catheter and physician expressed their complaint about the valve. At this point in the procedure, the user had groin access, performed transeptal puncture, and finished mapping the left atrium. The faradrive catheter was positioned in the left atrium when performing catheter exchange from the non-bsc catheter to the farawave catheter. Despite aspiration and flushing of the faradrive sheath when exchanging catheters, the patient displayed an st elevation on electrocardiogram (EKG) indicative of an air bubble. The physician believed the valve on the sheath allowed notable air into the system when exchanging catheters. To address the complications, the patient was placed on a tilted patient bed and the patient recovered fine. The cause of the complication was believed to have been an air bubble through the faradrive sheath during catheter exchange. The procedure was completed after additional aspiration and flushing of the faradrive sheath when doing subsequent catheter exchanges. No further patient complications were reported.